Manufacturer narrative:
Philips service replaced the power supply, and the system was operational but follow-up was needed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that partial geometry movement occurred due to power supply failure in the m cabinet on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.